Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy and is often associated with a breach in aseptic technique during the pd exchange. The patient¿s pd culture yielded an elevated wbc and no organism growth. Therefore, based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cycler pulling from the green medicated bag during the middle of the pd treatment instead of for the last fill. The cycler was processed for replacement. During follow-up, the patient¿s pd nurse reported the patient did not have any adverse effects on (B)(6) 2020. Additionally, it was reported the medicated bag referred to during the initial call was antibiotics for peritonitis. Reportedly, the patient was experiencing symptom of cloudy pd effluent. As a result, the patient had a pd culture obtained on (B)(6) 2020 which yielded an elevated white blood cell (wbc)count of 2279 and no organism growth. Per the nurse, the patient is being treated with vancomycin 1 gram intra-peritoneal (ip) on outpatient basis. The patient is reportedly recovering and is completing pd treatments with the new cycler without any issues. The nurse indicated the peritonitis is not related to any issues with the fresenius cycler or any other fresenius device, or product. Additionally, the nurse confirmed there were no fluid leaks. However, the nurse was not able to identify the cause of the peritonitis event.